Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, prime or compromised force sensor system, excessive no delivery and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Insulin pump passed unexpected restart error test and all operating currents tested within the specification range. Insulin pump was monitored and tested with no failed battery test noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a motor error and failed battery test alarm. The customer¿s blood glucose level was 134 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed failed battery test even after battery change. Customer also reported that the insulin pump had a motor error alarm and no troubleshooting was performed as the insulin pump failed the failed battery test troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.